Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ktep / 3 month later spinout / right knee attune sz 7 cr fem / inlays sz 7 rp 5mm / tibia rp 9/. Stable during procedure/ stable after reposition / attune rp tib base sz 9 cem, (B)(4). Update: (B)(6) 2018 upon evaluation of the returned tibial insert, polyethylene wear was noted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon evaluation of the device it, it was found to be worn.

Manufacturer narrative:
Investigation summary: examination of the returned device identified polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary: examination of the returned device identified polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.